Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer reported that the ECG rhythm was no longer displayed after a successful shock during a cardiac arrest. Review of the device log confirmed a temporary loss of ECG display but did not indicate a device malfunction. One minute later, ECG view was changed to lead I. Button presses are not tracked as part of the device history log. Patient impedance remained detected, indicating that an ECG signal would have been visible if the view remained in pads. The device passed full functional testing, ECG monitoring, and component inspection with no issues. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.